Event description:
A malfunction alarm with code malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was informed to contact support again if the issue reappeared and acknowledged the instructions provided.